Event description:
It was reported in a user facility report to national authority that during use on a patient the monitor for pulse oximetry alarmed and a changed skin color was noticed but the ventilator failed to trigger a corresponding alarm.

Manufacturer narrative:
The ufr was the only source of information - the provided information is misleading and could not be clarified even on request. This MDR was filed in abandon of caution.the hospital did not provide a clear description of the event or any follow-up measures - also patient's state during or after the event remains unknown. Dräger suspects that the user/hospital complains/reported a critical patient situation (asphyxia - identified by change of patient¿s skin color) which was not indicated/alarmed by the ventilator itself - but on a separate patient monitor using pulse oximetry, which generated according spo2 alarm (unknown type and manufacturer of patient monitor). This is based on the aspect that the ventilator itself is not capable to measure spo2. It must be further concluded that no stop of ventilation was reported. Dräger is not able to further investigate the reported problem due to the very limited information available - but clearly emphasizes that application and setting of the ventilator has to be done according to patient needs and that especially the alarm settings must be made for the individual patient situation. Finally, the few available information does not indicate a device malfunction - an insufficient ventilation situation may also be related to patient physiology - which must be monitored by the user using appropriate separate monitoring. It is not clear what type of ventilation alarm the user was expecting. Finally an exact evaluation of the reported event / observed problem is not possible due to insufficient information.